Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found traces of dry saline in the safety disk and in the pneumatic module assembly (pim) module, causing the iabp device to leak during autofill cycle. To fix the issue, the fse replaced the safety disk and pim module, and performed all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The fse found the batteries to be mismatched, and expiration dates did not match. Per customer's request, the batteries were replaced as well. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) hospital.

Event description:
It was reported by a getinge field service engineer (fse) that during a visit to the hospital, he was made aware that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.